Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for post-dilatation. However, after the device was pressurized at 8 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.